Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported an elevated blood glucose reading of 270 mg/dl with her normal range being 98-150 mg/dl. She stated her symptoms are headache and anxiety. She said she changed her insulin infusion set and bolused insulin before calling. The patient stated she suffers from high levels of stress and thyroid issues. To troubleshoot, the patient was instructed to change her insulin cartridge which was low. The patient was instructed to prime until insulin flowed out of the end of the tubing and then to perform a bolus which she successfully did. On follow up, the patient stated a company clinical specialist had visited her and reviewed with her how to properly fill and change the insulin cartridge. She stated she was not priming enough to remove all existing air bubbles. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.